Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: item# ep-105894 epoly rlc 36mm 10deg sz24 lot# 587250. Reported event was confirmed due to medical records indicating instability w/ recurrent dislocations secondary to significant soft tissue absence d/t pseudotumor formation after mom caused severe erosion and instability. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: unk head, lot number: 587250, brand name: unknown hi wall liner . Catalog number:x21-180313, lot number:461530, brand name: biometric stem. Catalog number:unknown, lot number:852130, brand name: regenrex cup. Catalog number: unknown, lot number: 353490, brand name: screw. Catalog number: unknown, lot number: 568760, brand name: screw. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03150. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation and instability approximately 35 days post implantation. Attempts have been made and additional information on the reported event is unavailable.